Manufacturer narrative:
(B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a flo-gard infusion pump presented an f-28 (four air sensor outputs (norm and min) cannot be selected) alarm. This was noted before use. There was no patient involvement. No additional information is available.

Manufacturer narrative:
The device was serviced on-site by a field service technician. Visual inspection, functional testing and a review of the alarm log were performed. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported f28 was not found; however, a f82 alarm (no acknowledgment message from slave cpu for three communication trials) was identified at power up and in the review of the alarm log. Further testing could not be performed due to the cpu issue. The cause of the condition was determined to be due to a faulty cpu. The flo-gard infusion pump was repaired and returned. Should additional relevant information become available, a supplemental report will be submitted.